Manufacturer narrative:
Concomitant medical products: d314trg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the patient had lack of energy as a result of no capture on the left ventricular (lv) lead. Thresholds had been trending upward and were high. Lead impedance had also increased and was high. Fracture was suspected. The lead was inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.